Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery capacity remaining of 2 percent in (B)(6) 2016 and then showed 13 percent as of late (B)(6). Boston scientific technical services (ts) discussed the sawtooth battery behavior and explained that the new software will correct this problem. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Longevity calculations were performed, which confirmed this device met longevity requirements. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted for normal battery depletion. The device was returned and is currently in analysis.